Event description:
4298 bad lumen whisper wire would not pass through lumen of the lead. The wire was "loaded through the tip and passed all the way to the proximal end but would not exit the proximal end of the lead" (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).